Event description:
It was reported to boston scientific corporation that a uromax ultra kit was used for a procedure. According to the complainant, the device was defective. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed that the catheter was kinked.

Manufacturer narrative:
Evaluation findings of catheter kinked. Visual examination of the returned uromax ultra identified no damage to the catheter hub and tip. Visual and tactile examination identified a kink in the catheter shaft and this type of damage is consistent with the application of excessive force. Examination of the balloon identified no tears or holes in the balloon material. Functional analysis revealed no leaks when the balloon was inflated to its rated burst pressure. A vacuum was pulled and the balloon fully deflated with no resistance. Due to the limited information, it is not known when the kink occurred in the device and all available information fail to indicate a root cause or probable root cause. Therefore, the most probable root cause for the complaint is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, there was no evidence that the device was used in a manner inconsistent with the labelled indications.